Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9081743. Medical device expiration date: 2020-03-31. Device manufacture date: 2019-03-22. Medical device lot #: 9081745. Medical device expiration date: 2020-03-31. Device manufacture date: 2019-03-22. Medical device lot #: 9093690. Medical device expiration date: 2020-03-31. Device manufacture date: 2019-04-03.

Event description:
It was reported that an unspecified number of bd vacutainer® sst¿ blood collection tubes experienced difficulty removing the stopper prior to use. The following information was provided by the initial reporter: material no. 367986. Batch no. 9081743, 9081745, 9093690. It was reported that the 2nd stopper pullout force for some tubes did not meet our specifications. 367986, 9081743, minimum force below specification. 367986, 9081745, mean force & minimum force below specification. 367986, 9093690, mean force & minimum force below specification.

Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that an unspecified number of bd vacutainer® sst¿ blood collection tubes experienced difficulty removing the stopper prior to use. The following information was provided by the initial reporter: material no. 367986, batch no. 9081743, 9081745, 9093690. It was reported that the 2nd stopper pullout force for some tubes did not meet our specifications. 367986, 9081743, minimum force below specification. 367986, 9081745, mean force & minimum force below specification. 367986, 9093690, mean force & minimum force below specification.